Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case.

Event description:
Complaint received from a nurse reporting that "during a vancomycin enema [dose and indication unknown], the irrigation port tube leaked. The device was removed and replaced." Reporter stated that the devices were used for two-three (2-3) days and that "no untoward effect was experienced by the patient as a result of this issue." No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct brand name and lot# to unknown as it was previously reported on the initial MFR report# in error. Updated data: manufacturing site(s). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).